Manufacturer narrative:
(B)(4). The dexcom g5 mobile cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was in the shape of the sensor patch, located on the abdomen. Patient stated that the reaction was red, itchy and bumpy. Patient also reported that they noticed the skin reaction on the first day of use but was still wearing the sensor. Patient treats the affected area with hydrocortisone that was prescribed on (B)(6) 2015, for pre-existing allergy shots, over-the-counter benadryl, and over-the-counter skin lotion. No additional event or patient information was provided.